Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent post-prandial hyperglycemia, with glucose rising after meals and remaining elevated, peaking at 395 mg/dl and often in the upper 200s mg/dl to low 300s mg/dl, associated with improper meal announcements and the use of additional meal entries as corrections. The issue was attributed to user handling rather than a device malfunction and involved the user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user and caregiver. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and user interface involvement. The user required additional training, and a formal reset of the algorithm was planned to address maladaptation. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.